Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The patient's blood glucose level was in the "300's mg/dl" and "400's mg/dl" on the patient's meter. The patient had symptoms of vomiting, dehydration, headache, and a racing heart. The blood glucose result was 400 mg/dl on the hospital's meter. The patient was treated with insulin injections and was given an unknown IV. The patient was hospitalized for 5 days. The infusion device was requested to be returned for product evaluation.